Manufacturer narrative:
The complaint instrument was not returned for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the IFU advises the user to stop the procedure and determine the cause of resistance before proceeding if resistance is felt at any time.

Event description:
A pk papyrus covered stent system was selected for treatment of an aneurysm and a mildly calcified lesion (75 percent stenosis degree) in the lad. After introducing the pk papyrus through a 7f guideliner resistance was felt. During withdrawal the stent shifted from its original position on the delivery system. Another pk papyrus was used to complete the intervention.